Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed error. The customer¿s blood glucose level was unknown. The customer stated that they had a no motor movement or negligible movement. Retries to free a stuck motor failed error on the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after the test battery was installed. No blank display noted. Device had constant pump error 38 alarm during the rewind test due to corroded motor home. Unable to perform the sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38 alarm. The electronic assembly and force sensor had moisture damage.